Event description:
It was reported that the stent dislodged while attempting to reach the target lesion. The stent was deployed in the unintended location with a new balloon dilatation catheter. No add'l info available.